Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was returned to the operating room a couple of days post implant for a pericardial window. At that time, the surgeon opened the chest and noted that the outflow graft appeared to be leaking blood through the grafting material. The surgeon noted that this was never seen before. Co-seal was utilized and it was sprayed all over the graft and inside of the chest to help with the bleeding and the pt was returned to ICU. Noted also was that the pt developed right heart failure post implant of the lvad pump, rvad placement. The pt was also hit positive so they utilized bivalirudin. Also the pt was extremely coagulopathic.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The reported event could not be confirmed by the manufacturer as the sealed outflow graft remains implanted on the patient with no further issue reported. Although a direct correlation between the device and the reported event could not conclusively be determined, the device¿s approved labeling lists right heart failure and bleeding as adverse events that may be associated with the use of the left ventricular assist system (lvas). The device¿s labeling also addresses the preparation and implantation of the sealed outflow graft and provides information regarding right heart failure and blood leak diagnosis. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the follow up information provided indicated that the patient remains ongoing on lvad support at home and is doing well. No further bleeding issues have reportedly occurred and the pump continues to function as intended.